Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer was unable to clear the alarm and continued to use the pump for insulin therapy. Customer¿s blood glucose was 170-180 mg/dl.